Event description:
It was reported that the patient's system controller showed multiple low flow alarms on (B)(6) 2026 starting at 0500, upon review of the heartmate touch (hmt), it was noted that the data stopped being recorded on (B)(6) 2026 at 1200. Per the nurse, there were six low flow alarms on the controller ranging from 10 to 30 seconds. Per the site, they seemed like they should have been long enough to have triggered on the screen. The controller only alarmed once. Upon interrogation, the bluetooth was still on and data regarding speed/ pulsatility index (pi)/ flow/ power was still reading, but without alarm history. Given the discrepancy between the controller display and the hmt history data, the log files were sent to ensure the pump was functioning appropriately and that no events were being missed or improperly recorded. The log files captured low flow events on 07feb2026 and 08feb2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when the pi was elevated. Per technical services, in the event file, the cause of the fewer lines of data seen on the history screen were several low flow flags that did not persist long enough to turn into low flow alarms. Although the low flow flags on the history screen will not be seen, each low flow flag would generate a line of data that would be seen in the log file. Once the lower flow condition is resolved, a more normal history would be seen. Technical services recommended to verify the controller was capturing alarms by performing a couple of power cable disconnects with either the black or white controller lead and make sure the disconnect is for 30 seconds or greater that way it will turn into an alarm and see if those disconnects are on the history screen verifying the controller is capturing alarms. The hmt framework file showed the bluetooth connection being made the controller and associated timestamp. Nothing out of the ordinary was seen as the data went back to 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not alarming during a low flow event was unable to be confirmed. Review of the log files revealed on 07feb2026 at 22:34:08 and on 08feb2026 from 05:24:07 ¿ 12:43:19, intermittent low flow alarms activated due to the flow falling below the low flow threshold of 2.5 liters per minute (lpm). A total of 14 low flow alarms activated on 07feb2026 and 08feb2026, 10 of which were silenced by the alarm silence button. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that there were six low flow alarms on the controller ranging from 10 to 30 seconds. It was stated that the controller only alarmed once. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, and heartmate 3 patient handbook, rev. A, are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.